Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that after a nurse inserted a 22 g x 1.00 in. Bd insyte autoguard shielded IV catheter and pushed the safety activation button, the needle failed to retract. There was no report of injury or medical intervention.

Manufacturer narrative:
Updated date received by manufacture to 6/14/2017.

Manufacturer narrative:
Results: five samples were returned; one used and four sealed in the packages, and one photo. Used unit: a visual/microscopic examination was done it revealed the spring was slightly bound. An area at the button which revealed a slight mis-mold. There were traces of cured adhesive at the area between the button and grip. A functional test was performed the button would not depress, and therefore the needle would not retract; evidence of retraction failure resulting from excessive cured adhesive. Unused units: a visual/microscopic inspection revealed no visible anomalies or mechanical/physical damage to the needle, spring, grip, needle/hub or excessive gel that would contribute to retraction failure. A function test was performed and the needles fully retracted within the barrel demonstrating no resistance photo: the used unit in the photo revealed to have similar findings as that of the returned used unit. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 7058630. Conclusion: the root cause for this incident has been determined to be a manufacturing deficiency. A formal corrective action has not been initiated. However, there is currently a qn corrective action for verification of a secure nozzle acm-314. Manufacturing has been notified of this incident and the findings.